Event description:
It was reported that the screw came off from the device during using.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been no other event reported for the manufacturing lot. The device came back fractured, confirming the event but the root cause of the reported event could not be determined due to the pin not being returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the screw came off from the device during using.